Event description:
It was reported that during a da vinci s procedure, the monopolar curved scissors instrument was dull. No instrument pieces fell into the pt and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal eval of the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering tested the instrument on an in-house system and observed that the scissors do not cleanly cut through a .006" piece of latex. The latex gets snagged at the scissor tips. The scissor blades are not damaged, however, the blade edges are slightly rounded at the tips, which negatively affects cut performance. Engineering also observed cracking and thermal damage on the instrument tube extension. The tube extension is cracked in a couple of places at the proximal end. As a result of the cracks, the tube extension flexes more than usual when the wrist is loaded. The tube extension also has a .090" x .170" area with localized melting, located directly below the metal ring. One of the cracks in the tube extension intersects the melted area. The localized melting indicates that an arcing event occurred. No other damage was found.